Event description:
A medtronic representative reported an open spine clamp that was stripped. This damaged occurred over time, due to normal use. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the adjustment screw is not stripped, but has debris in the threads causing difficulty in clamp attachment. The clamp face is also bent to one side and the retainer ring is stretched allowing play in the travel of the clamp. Physical damage, directly caused the event.